Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the emergency department due to an alert. A remote transmission was submitted, and it was determined a right ventricular lead alert "triggered" due to high impedance's, high rate non-sustained episodes, the sensing integrity count was noted, and there was noise. The physician was advised to place a magnet over the device and to have an external defibrillator accessible. Following, the lead was removed, replaced and no patient complications have been reported as a result of this event.